Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 25mm 2700 aortic valve implanted in the aortic position for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Tavr was successfully performed with a 26mm 9750tfx transcatheter valve.

Event description:
It was reported a patient with a 25mm 2700 aortic valve implanted in the aortic position 13 years, two (2) months, underwent valve-in-valve procedure due to aortic stenosis. Patient presented with shortness of breath. Tavr was successfully performed with a 26mm 9750tfx transcatheter valve. Patient was stable at the end of the procedure.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.